Event description:
The device passed electrical specifications including a normal current drain. Premature depletion characteristics of this device are consistent with a temporary high current condition that was corrected when programmer/system software, (model 2872, revision 4.1) was used with the device.